Event description:
The following information concerning the event was copied by a carefusion tech support specialist form an e-mail from the foreign distributor. "It made a lead sound again and the customer stopped using it. The pt developed bradycardia temporarily." The following additional information concerning the event was copied from an e-mail attachment received from the foreign distributor on (B)(4) 2012 that was in response to an e-mail sent by care fusion seeking additional information. "Leak sound was heard. It was not clear whether audibly alarm was functioned or not at that time. However, we thought that it's alarm was functioned. Because, the unit's audibly alarm was active with both air and oxygen gas in our service room when we checked it later time. (B)(6) was switched other m672p driver after it's event."

Manufacturer narrative:
This event took place in (B)(6). Neither the foreign user facility nor the foreign distributor submitted a user facility/importer to the manufacturer. Event codes were derived based on information provided by the distributor. (B)(4). The alleged faulty device was received by carefusion on (B)(4) 2012, routed to the carefusion failure analysis lab and staged for evaluation. Once the evaluation is completed, a follow-up medwatch will be submitted.